Event description:
Customer reportedly received a result of 112 mg/dl and an undosed result of lo (less than 10 mg/dl) on the active s system. No actions taken based on the device results. No adverse event reported. Requested return of suspected device and replacement was sent.